Event description:
It was reported the patient's pain has progressed and he is no longer receiving effective stimulation therapy. The patient stated he would like to try other options and is going to have his scs system removed. Follow up information identified the patient's entire system was removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy to the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.